Event description:
It was reported that preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit has striping on video display upper panel. There was no patient involved.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5)

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10 additional contact information: (B)(6). A getinge field service engineer evaluated unit and confirmed striping on video display -upper panel. Fse replaced display top lcd assembly and performed a full calibration, and tested the unit. The equipment works to the manufacturer¿s specs, cleared for clinical use. Returned to customer.

Event description:
N/a

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has striping on video display upper panel.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.